Event description:
It was reported that during a fistulogram procedure the following occurred; the balloon ruptured, a portion of the balloon detached, the shaft broke and an incision was required. The 80% stenosed target lesion being treated was located in the non-tortuous fistula of the arm. An 8.00mm x 40mm x 75cm mustang balloon catheter was advanced to the lesion and inflated to over 20 atms. After approximately 10 seconds, during the first inflation, the mustang balloon ruptured circumferentially and a portion of the balloon detached inside of the patient. While withdrawing the balloon catheter, the shaft broke. The physician had to make an incision in order to successfully retrieve the detached portion of the shaft. The incision required extra anesthesia and the procedure took longer than was expected. All parts of the mustang balloon were successfully retrieved. The procedure was considered completed with this device. No further complications were reported and the patient's status is fine.

Event description:
It was reported that during a fistulagram procedure the following occurred; the balloon ruptured, a portion of the balloon detached, the shaft broke and an incision was required. The 80% stenosed target lesion being treated was located in the non-tortuous fistula of the arm. An 8.00mmx40mmx75cm mustang balloon catheter was advanced to the lesion and inflated to over 20 atms. After approximately 10 seconds, during the first inflation the mustang balloon ruptured circumferentially and a portion of the balloon detached inside of the patient. While withdrawing the balloon catheter the shaft broke. The physician had to make an incision in order to successfully retrieve the detached portion of the shaft. The incision required extra anesthesia and the procedure took longer than was expected. All parts of the mustang balloon were successfully retrieved. The procedure was considered completed with this device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially. It was noted that the single lumen shaft inside the balloon material was broken at approximately 695mm distal to the strain relief. The single lumen shaft inside the balloon is severely stretched and bunched in appearance. It is noted that the proximal radio opaque markerband is free moving on the shaft due to the stretching. No further anomalies were noted with the shaft. From the information available, this device was not used per the directions for use (dfu) / product label. The complaint report states that the balloon material was inflated past its rated burst pressure. The dfu states the following "do not exceed the rated balloon burst pressure." The most probable root cause is related to user/use error. (B)(4).

Manufacturer narrative:
(B)(4).